Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported a 1707/coupling issues error. Pt states they continue to loose connection without even moving. Pt states they have been able to get it to charge up to 20% yesterday but continued to lose connection. The following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins, repositioned the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt, confirmed communicator is off while using the recharger. Pt was already sitting cross legged while trying to recharge. Pt tried charging without the belt but that did not resolve the issue. At one point pt reported seeing recharger inactive but cleared screen by powering recharger back on. Pt states the top of the implant seems to poke out a little more than the bottom. Pt also states yesterday was the first time they tried charging their device. Pt states they still have some scabbing in one of the areas of the incision but the doctor gave approval to start charging. Pt services had pt try getting into various positions but pt continued to lose connection. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt states their next follow up appointment is on march 1st. The patient also stated that the battery lights on the recharger were rapidly blinking/chasing. Agent did not ask about the circumstances that led to the reported issue. Patient tried resetting the recharger but the issue did not resolve. Emailed repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.